Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the sure form 60 stapler instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the stapler misfired and not all staples deployed. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sure form 60 stapler instrument involved with this complaint and completed the device evaluation and reload was not found to be involved in a firing failure. The reload was visually inspected. There was no damage found to the pushers, shuttle, cartridge, or knife. There was a lodged staple in the knife track. The staple was removed and one staple was confirmed. A review of the instrument procedure logs was unable to confirm the reload being involved in any firing failures. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) not reported by the site were also identified. The reload was found to have a lodged staple wedged in between the knife track. The knife was not exposed. The staples were removed and there was 1 staple confirmed. There was no cartridge damage or blade damage to the knife observed. The event caused partially or wholly by the user of the device including sample handling. The complaint was not confirmed by failure analysis.